Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient did an emergency room visit and later, was admitted to the hospital with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 888 mg/dl while wearing the pod for an unspecified amount of time. The patient believes that the inputted settings set by the patient was the result of the hyperglycemia and not the pod. Symptoms reported include dehydration. The patient was treated with unspecified intravenous fluids for dehydration and received insulin with no specific routes of administration. The patient was released the following day, (B)(6) 2025. The pod was removed at the hospital.